Manufacturer narrative:
Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb 07, 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a.

Event description:
The customer provided additional test results from the (B)(6) january and they are as follows. Positive for greater than 100 enterobacter cloacae complex, 90 cfu klebsiella pneumoniae, 6 cfu psuedomonas aeruginosa.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 2 colony forming units (cfus) of klebsiella oxyctoca, 1 colony forming units (cfus) of staphylococcus epidermidis, 1 colony forming units (cfus) of kocuira rhizophila. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.